Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer filled the cartridge with cold insulin. Tandem technical support informed the customer that loading the cartridge with cold insulin is off label per the tandem user guide. The customer continued to use the existing cartridge. Additionally, it was reported that an occlusion alarm occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion. Customer¿s blood glucose level was 118 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.